Event description:
It was reported that the compression was not working with the foot pedal and was dropping back down. No injury reported. A field engineer was dispatched to the site and it was determined that the compression chain, motor, and brake assembly needed to be replaced. Once this was completed the system was working as intended.